Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of the amia automated pd cycler set. This was identified after treatment of peritoneal dialysis therapy. As a result, the patient had to cut the patient line to be able to disconnect from the cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.